Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-november-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified vessel. A 3.00mmx12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon longitudinal tear.